Event description:
It was reported that the community first responders attended a pt incident. The pt was in cardiac arrest and the crew attached the pads to the pt. The device's "on/off" button was pressed; however, the unit failed to power on. This action was repeated and the device again failed to power on. The crew then started to perform cardio pulmonary resuscitation (CPR). Within 2 minutes of arrival, a paramedic used another defibrillator at the scene. The pt was then found to be in a non shockable rhythm. Resuscitation continued successfully and the pt was transferred to hospital. The customer retired immediately the device from use. The unit was initially evaluated and it was observed that the battery was 3/4 charged and the "ok" symbol was showing.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.